Event description:
It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, the pt developed a rash. The pt explained that she has "experienced an itchy rash on the trunk since placement of the taxus express2 3.0x16mm drug eluting stent". The pt explained that the rash started about 1 week after the procedure. She was taken off plavix and started on ticlid and cortisone. The rash got better and then about 3 weeks later, the rash got better and then about 3 weeks later, the rash came back. She has tried to get in to see her cardiologist three times but has been unable. She has an appointment scheduled for late november. She has seen a dermatologist. She said they did a biopsy. She did not have the results.